Event description:
It was reported on third stick, the physician felt like the needles would not deploy and the patient started to have excessive bleeding. When the scope was removed, the needles were retracted, but the sheath on the left side remained out. The patient was put on continuous irrigation and sent home later that evening. The patient ended up in emergency room the next day with reoccurring bleeding.

Manufacturer narrative:
(B)(4). This report is being filed under exemption number #(B)(4) which covers a two year time period from june 01, 2005 to may 30, 2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) product complaint reports. This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 1 unreported serious injury event for model 1900tu; (B)(4)). This total includes the event described in this report.